Event description:
It was reported that during a da vinci hysterectomy procedure, broken wires were identified on a prograsp forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient. At the time of reported complaint, customer indicated that nothing fell into the patient. Based on failure analysis results of broken pitch cable and a missing crimp, a follow-up notification email was sent to the customer to verify if anything fell into the patient. On (B)(4) 2015, intuitive surgical, inc. Obtained following information from the customer: the surgeon was holding uterus retraction tissue when the wires of the instrument broke and fragments fell into the patient. The broken items were retrieved laparoscopically during the same procedure. The patient has not returned to the hospital with any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations found one broken pitch cable at the distal clevis hub. The cable segment that contained the crimp was no longer installed the clevis; it was missing. The clevis did not exhibit any damage or wear marks. No other damage was found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to following conclusions: an item from the prograsp forceps instrument fell into the patient and was retrieved laparoscopically during same procedure. There were no reports of any adverse event, patient harm or injury.